Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed were the device allegation was not confirmed. The baseline testing was completed with no failing condition therefore no problem was detected.

Event description:
It was reported that the cardiac resynchronization therapy pacemaker (crt-p) was explanted due to premature battery depletion (pbd). A new device was implanted. No additional adverse patient effects were reported.